Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced ongoing issues with qc results for carbamazepine. After the qc performed in the afternoon on (B)(6) 2015 was out of range, the customer calibrated the assay, repeated qc, and repeated a patient sample that had been tested earlier in the day. The repeat result for the patient sample was much higher. The original result was 3.9 ug/ml and had been reported outside the laboratory. The repeat result was 6.6 ug/ml. A corrected report was issued. The patient was not adversely affected. The reagent lot number was 61200001. The expiration date was 05/31/2016. The field service representative found there was a failing gear pump. He replaced the gear pump head, gauge, and set the proper pressure. He verified the alignments and proper rinse mechanism operation. The customer ran qc and precision testing with results within specification and with no alarms.